Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that during implant, the stylet could not be removed. The lead was not implanted and replaced.